Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 23 mm xience xpedition in the mid circumflex artery. On (B)(6) 2015, coronary angiography noted in-stent restenosis in the implanted xience xpedition stent. On (B)(6) 2015, a revascularization procedure was performed with balloon dilatation at the restenosis. The patient condition resolved one day post procedure. No additional information was provided.